Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the doctor, including patient identifiers. The burn occurred during the sculpting phase. Shallowing/collapsing of the anterior chamber occurred, as well as corneal endothelial cell damage, iris damage and iris prolapse. The burn was reported to result in wound leakage. An iris hook was applied in addition to the stitches. The event was reported to be not resolved, due to intern incarceration requiring a new surgery. According to the reporter, the thermal burn resulted in irregular postoperative astigmatism, however it was reported to be "probably not measurable due to patient compliance".

Manufacturer narrative:
The sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An operating room supervisor reported issues with a handpiece during the moment of the central groove. The handpiece coagulated the lens probably by heating without aspiration and a corneal burn of the "entry door" occurred. Handpiece was exchanged during intervention. Three stitches were needed to close the cornea. Probable reintervention will be needed for removal of the threads. Probable astigmatism because of the deformation. Additional information has been requested but not received to date.

Manufacturer narrative:
Additional information: the sample has been received and in-house evaluation is in progress. (B)(4).

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer confirmed during sculpt portion of the cataract surgery, a corneal burn occurred. The customer confirmed endothelial touch/damage, and an iris prolapse. Three corneal stitches with ethylene 1% and iris hook were used to seal the wound. The patient was noted to have an irregular astigmatism, as a result of the procedure. This is a (B)(6), mentally deficient,¿ male patient, without pre-existing ocular history. Medical history was notes as ¿none.¿ corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on april 24, 2012. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was tested for thermal readings during the 5 minute run at 100% torsional and ultrasound movement. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).